Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # t92301. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling the device, it was noted to be empty and the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl and ratchet pawl spring were found out of position causing the lockout failures. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device lot/batch number t92301 , and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the firing. The clip at the firing was the last clip in the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.